Manufacturer narrative:
Insulin pump received with missing retainer ring and reservoir tube o-ring. Insulin pump received with broken belt clip rails. Insulin pump received with cracked and scratched keypad overlay. Insulin pump received with minor scratched lcd window and case. No cracks at the display window or reservoir tube window noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report damage to the insulin pump. Customer reported that there is a crack in the reservoir window screen. Customer's blood glucose levels were not included in the report. Product is being replaced.